Event description:
On (B)(6) 2013, the pt underwent a trial procedure. During the procedure, high impedance was found on the lead. Reprogramming provided the pt with pressure instead of resolution. In turn, the doctor relocated the lead but low impedance was then present. The doctor decided to remove and replace the lead due to the impedance issues. The replacement lead provided the pt with great stimulation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.